Manufacturer narrative:
H3: analysis of the wireless recharger (s/n: (B)(6) revealed that the led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Continuation of d10: product ID 97810 serial# (B)(6) implanted: (B)(6) 2020 product type implantable neurostimu lator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that their recharger was not working. The battery lights were flashing and it was not charging. The issue was not resolved through troubleshooting. Patient said they think the recharger was dead which is why they are trying to charge it. A replacement was sent. Additional information was received from the patient. They reported that patient called back in regards to recharger and stated that they received the replacement recharger. Patient noted handset issues.